Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. Reportedly, the clip slightly tore the tissue during deployment attempts, but eventually released from the catheter and the procedure was completed successfully. There were no further patient complications reported as a result of this event.